Event description:
The customer reported that is olympus hd 3cmos autoclavable camera head presented an e218 error message and lost its image when an otv-s300 was plugged in for a laparoscopic colectomy procedure. According to the initial reporter, the unit was replaced with a similar device and the procedure was completed with no patient harm. Though, reportedly, the blood flow at the anastomotic site could not be confirmed as intended.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was partially confirmed, no error code was present, but the unit was also not displaying an image. Additionally, the connector on the side was found broken, which caused flooding to occur. The cable had buckling present and the UDI on the labeling could not be read properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e218 occurs when there is a poor communication between the camera head and the processor. It¿s likely the silicon packing of the connector part was damaged, therefore water infiltrated from that part, causing damage to the electronic circuit. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not reprocess or store this product with tweezers, forceps, scalpels, etc. (There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop the product. There is a risk of damaging the product's internal electrical circuits due to water leakage.¿ olympus will continue to monitor field performance for this device.